Manufacturer narrative:
(B)(4). (B)(6). Complaint sample was evaluated and the event could not be confirmed; the devices were found to be functioning freely within the operating specifications when lubricated. Review of dimensional analysis determined that the returned parts are within specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Device analysis indicated that the device met specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03461, 0001822565 - 2018 - 03467.

Event description:
It was reported during a product workshop there were observations that the assembly got stuck and the fine tuning was not possible. The new generation of the persona em proximal tube has the tendency to be too tight and does not work as smoothly as the former generation. There was no patient involvement.